Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer alleged that the insulin pump was over delivering insulin. Customer alleged over delivery because customer had low blood glucose level after bolus. Customer was assisted with troubleshooting. Customer had low blood glucose of 1.3 mmol/l and emergency medical services were called for low blood glucose level. Customer also experienced high blood glucose level of 23 mmol/l. Customer was found unconscious twice. Customer was treated with glucagon shot for their low blood glucose level. The insulin pump will be returned for analysis.